Manufacturer narrative:
Related manufacturer report number: 2017865-2024-71555; 2017865-2024-71556; 2017865-2024-71557.

Event description:
Related manufacturer report number: 2017865-2024-71555; 2017865-2024-71556; 2017865-2024-71557. It was reported that the patient received a new implant system on (B)(6) 2024. Initial information received notes the physician believed the system was working following implant, but echocardiography showed there was no improvement in heart function. The patient was in hospice prior to the procedure. Subsequent information received notes the patient was scheduled for an atrioventricular optimization with echocardiography post procedure on (B)(6) 2024. Unfortunately, the patient's left ventricular (lv) lead was not functional. All vectors were tested, and no capture was observed at maximum output. The right atrial (ra) and right ventricular (rv) thresholds had increased as well, and a chest x-ray was ordered to confirm lead position. The lead position was unchanged from implant, and the physician was notified of the results. There were no complaints or allegation of device or lead malfunction. The patient later passed on (B)(6) 2024.

Event description:
New information notes the capture issue was observed on the same day of the echocardiogram on (B)(6) 2024. The non-capture was most likely caused by patient condition deterioration. The exact cause of the loss of capture in the left ventricular (lv) lead was unknown. No other device or lead abnormalities were present. The patient was not discharged from the hospital after the procedure but was believed to have been readmitted in hospice. The physician did not believe the system malfunctioned. The physician stated the cause of death was most likely due to patient deterioration and not related to the implant procedure or device. The system remained implanted. The official cause of death was not available.